Event description:
It was reported that there was cephalad migration of the filter. The filter was reported to be severely tilted with the arms and legs piercing one of the renal veins. No pt injury was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation it remains implanted. Based on the information rec'd, the results are inconclusive and the root cause of the event is unknown. The info for use (IFU) for this device states: potential complications: complications may occur at any time during, or after the procedure. Potential complications include, but are not limited to: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall.